Manufacturer narrative:
Qn# (B)(4). No issues or discrepancies were found in the device history record of product code d-7016m4k / batch 74l1803345 that can be related to the failure mode reported. An nc that is not related to the failure mode reported was issued. A corrective action cannot be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed since the product involved in the complaint notification was not provided to perform a proper investigation. Once that the sample become available this complaint report will be updated accordingly.

Event description:
It was reported that the needles were popping off prematurely, the suture was curling up and having more memory then normal. This has happened multiple times with this lot number.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needles were popping off prematurely, the suture was curling up and having more memory then normal. This has happened multiple times with this lot number.